Event description:
Physician was attempting to treat a lesion using amphiprion deep. It was reported that part of the balloon/catheter broke off in patient. The detached component was retrieved and removed from patient. There was no injury to patient or clinical sequelae.

Manufacturer narrative:
Evaluation results: (based on the information available no root cause can be determined). No results available since no evaluation performed (device not returned for evaluation). (Device not returned for evaluation). (B)(4).